Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828814) was implanted in a 10 months old patient via v-p shunt on (B)(6) 2022 with set pressure 5. The patient visited the hospital 2 weeks after the operation. According to her parents, "the area around the valve was swollen." Subcutaneous retention was suspected, and the set pressure was lowered to 4. Since the subcutaneous retention did not improve and the ventricles did not shrink, a CT was performed, confirming rupture of the valve and siphon guard. Therefore, the valve was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; the silicone housing was cut / torn around the siphon guard. The complaint is confirmed. The siphon guard was visually inspected; marks were noted in the siphon guard. The root cause for the issue reported by the customer is probable due to user¿s error, as noted in the IFU, do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway or a sharp or pointed object coming into contact with the silicone housing, also noted in the IFU, silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard are probably due to a sharp or pointed object coming into contact with the siphon guard.